Manufacturer narrative:
Functional testing of the return device confirmed a manufacturing fault. The root cause of the observed condition was determined to be a result of a manufacturing activity. A process improvement has been initiated to prevent this condition from recurring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the capsule failed to detach during a procedure. The capsule remained attached to the delivery device when it was removed from the patient. The capsule was delivered routinely, but when the delivery device was removed, it was noted that the capsule was still attached. The handle was not broken because it was not realized that the capsule did not detach from the delivery device until after the delivery device was removed from the patient. The physician verified the capsule placement endoscopically, and the capsule was retrieved from the patient's body while still attached to the delivery device. There were no symptoms experienced by the patient, and no additional airway support or unplanned hospitalization was required. The deployment device was inserted with the capsule facing the tongue and maintained in the horizontal plane. The vacuum pump pressure reached 550 mmhg (millimeters of mercury) prior to placement, and lubricant was carefully applied to avoid covering the suction chamber. There was no patient or user harm.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6, h7, h9. H3 evaluation summary: functional testing of the return device confirmed a manufacturing fault. The root cause of the observed condition was determined to be a result of a manufacturing activity. A process improvement has been initiated to prevent this condition from recurring. A review of the device history record indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the capsule failed to detach during a procedure. The capsule remained attached to the delivery device when it was removed from the patient. There were no symptoms experienced by the patient, and no additional airway support or unplanned hospitalization was required. The deployment device was inserted with the capsule facing the tongue and maintained in the horizontal plane. The vacuum pump pressure reached 550 mmhg prior to placement, and lubricant was carefully applied to avoid covering the suction chamber.